Event description:
The following info was obtained in review of a journal article and reports the in-stent restenosis of the ostial circuflex (cx) and the ostial left anterior descending (lad) approx within 3 mos post cypher implant. Pt outcome is unk. This pt had (2) cypher stents implanted as noted belows: 1. Cypher 2x28 - crushing technique. Restenosis was in the ostial cx (focal) and treated with plain old balloon angioplasty (poba). 2. Cypher 3.5x33 - kissing technique. Restenosis was in the ostial lad (focal) and treated with dca (directional coronary atherectomy).